Event description:
The stimulation was turning off. It was unclear if the device was confirmed to be off by the programmer. It was also noted that the pt could only adjust the stimulation with the antenna attached to the programmer. A follow-up appointment to determine the situation was pending.

Manufacturer narrative:
(B) (4).